Event description:
During an ercp sphincterotomy with spyglass directed holmium laser lithotripsy of stones in common bile duct, holmium laser fiber was broken. Laser was turned off, fiber withdrawn from patient, ercp scope maintained and stent inserted. No patient harm. Procedure completed.